Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
A patient was undergoing intra-aortic balloon (iab) catheter therapy in which the iab's position was confirmed by x-ray. After insertion of the iab there was an attempt to connect it to a console however it was unsuccessful. A leak in the tubing was then discovered. The iab was replaced however the patient did expire. The date of the death is unknown.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
A patient was undergoing intra-aortic balloon (iab) catheter therapy in which the iab's position was confirmed by x-ray. After insertion of the iab there was an attempt to connect it to a console however it was unsuccessful. A leak in the tubing was then discovered. The iab was replaced however the patient did expire. The date of the death is unknown.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The extender tubing was also returned. A piece tape was found covering a small section of the catheter tubing. The tape was removed from the tubing and two cuts were revealed on the catheter tubing approximately 67.3cm and 68.8cm from the iab tip. Inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and two leaks were confirmed on the catheter tubing. The penetrations found in the catheter tubing appear to have been caused by a sharp object. Though we are unable to determine when the penetration may have occurred, it is likely that it caused the reported alarm. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
A patient was undergoing intra-aortic balloon (iab) catheter therapy in which the iab's position was confirmed by x-ray. After insertion of the iab there was an attempt to connect it to a console however it was unsuccessful. A leak in the tubing was then discovered. The iab was replaced however the patient did expire. The date of the death is unknown.